Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium a hemostatic valve separation occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke and there was bleed back from the sheath. The sheath was exchanged and the issue was resolved, the case continued without any further incident. The valve partially detached when the sheath was inserted into the body. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve became detached from the sheath. No air entered the patient¿s body. The patient did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was unknown, it was immediately noticed and stopped.

Manufacturer narrative:
On 4-mar-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium a hemostatic valve separation occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke and there was bleed back from the sheath. The sheath was exchanged and the issue was resolved, the case continued without any further incident. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).